Event description:
It was reported that the patient would have her pump explanted on (B)(6) 2012 because "she doesn't need it anymore." It was indicated that pump replacement was not planned at this time. No additional information was provided. The manufacturer device registry indicated that the drug delivered via pump was morphine.

Event description:
Additional information received reported the pump was removed and not replaced. The patient recovered without sequela and had no injury as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. Product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
Analysis of the pump found high batter resistance. The pump was returned for disposal only. During internal decontamination a low battery reset occurred after programming the pump at maximal rate for an hour. The battery resistance was tested and had a failing resistance of 328 ohms.